Event description:
Dealer states he just replaced the control module and is now getting both 3 and 4 flash code intermittenly. Chair sometimes drives but only for a few feet before it codes. Dealer got a 4 flash while we were on the phone. Dealer swapped motor leads and had still a 4 flash.